Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the left vertebral artery dissection aneurysm procedure, the physician delivered the subject flow diverter. The physician withdrew the delivery wire and microcatheter after completely deploying the subject flow diverter and checked under digital subtraction angiography to see the distal part of the deployed subject flow diverter retracted/moved into aneurysm. The physician deployed another subject flow diverter to treat. The procedure was completed successfully.

Event description:
It was reported that during the left vertebral artery dissection aneurysm procedure, the physician delivered the subject flow diverter. The physician withdrew the delivery wire and microcatheter after completely deploying the subject flow diverter and checked under digital subtraction angiography to see the distal part of the deployed subject flow diverter retracted/moved into aneurysm. The physician deployed another subject flow diverter to treat. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the sdw (stent delivery wire) was returned inside the introducer sheath. On removal, the sdw was found to be kinked/bent approx. 0.5cm, 0.8cm, 11cm and 15cm from the distal end. The introducer sheath was inspected, and no anomaly was noted. The stent was not returned as it had been deployed into the aneurysm as per the event description. Functional inspection was not applicable as stent deployed inside patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed as the stent had been deployed inside the patient. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was an microcatheter. The microcatheter performed as intended. Access was through femoral. After the flow diverter was implanted the physician found it was retracted/moved into aneurysm for about 6.5mm. The flow diverter was not recaptured and removed for patient. The second stent used as a medical intervention. The delivery wire and microcatheter were withdrawn after the stent was completely deployed. The physician does not allege any other malfunction of any device for this procedure. The physician was able to deliver the flow diverter device to the target lesion. The flow diverter fully apposed the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The flow diverter was not recaptured/resheathed back during the procedure. There was no clinical consequence to the patient due to the reported event. No additional medication was given to the patient as a result of this event. The patient did receive dual anti-platelet agents post procedure. The current condition of the patient is good. Product analysis found the sdw was kinked/bent approximately 0.5cm, 0.8cm, 11cm and 15cm from the distal end which most likely occurred during the procedure. There was no anomaly noted with the introducer sheath was inspected and no anomaly was noted. The stent was not returned as it had been deployed into the aneurysm as per the event description, therefore the as reported ¿stent dislodged/migrated¿ could not be tested. An assignable cause of undeterminable was assigned to the as reported ¿stent dislodged/migrated¿. An assignable cause of procedural factors was assigned to the as analyzed ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.